Event description:
Meter name: one touch profile, strip name: one touch strips, meter code: 7, strip code: 7, strip storage: properly, symptoms: none. A patient reported they were not able to get good reading on the meter and this will cause harm. Their meter allegedly was inaccurately low. Missing segments and the test strip hold broke. The result on their meter was 98mg/dl. The result on the other brand meter was 140mg/dl. The time difference between patient's meter and other meter was less than 10 minutes. There was no treatment. No further information has been reported.